Event description:
Caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. Customer continued using the current pump for insulin therapy.